Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye and magnification noted damage on the sealing surface of the dark blue female connector. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing was performed with an in-lab minicap which observed a leak between the female connector and the minicap. The reported condition was verified. The cause was determined to be a manufacturing related issue. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). A device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that iodine leaked during use of a minicap transfer set; further described as ¿iodine was leaking from side when minicap closed¿. This occurred during use of the device for peritoneal dialysis therapy. There was no damaged observed on the female connector of the set. The transfer set was replaced to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.